Event description:
It was reported approximately 11 weeks post implant that the patient had 2 pause events of 3.96 seconds and 4.6 seconds where there was no electrical activity.  There were also episodes of asystole and some oversensing and noise episodes on the extravascular (ev) lead. It was noted the episodes were during the night. Also, the ev-lead exhibited r-wave undersensing and r-wave fluctuations/dropouts during the noise episodes. Additionally, the interrogation report from the extravascular implantable cardioverter defibrillator (ev-ICD) showed markers, but no egm (electrogram). The company¿s technical services were contacted and they determined that there were true pause events and explained device programming that when pause prevention is programmed to monitor the episode log will freeze after 5 seconds. The ev-ICD and ev-lead remain in use. No further patient complications have been reported as a result of this event..

Manufacturer narrative:
Continuation of d10:  dvea3e4 ev-ICD implant date: (B)(6) 2025.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen in the clinic. Reprogramming was done and the patient will continue to be monitored.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated noise and a monitored pause prevention episode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.